Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The nurse (rn) contacted (B)(4) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during dwell 4 of 6. The technical service representative (tsr) instructed the rn to cycle power to clear alarm. The tsr further advised to setup with new supplies. The rn stated nothing unusual was noted with the supplies. The tsr reviewed proper procedures with the rn. There was no patient injury or medical intervention reported.